Event description:
The advocate alleged that she performed a control test using the customer's contour system and received a result of 223 mg/dl. The normal control range was 107-148 mg/dl. No adverse events were alleged. The advocate had used up the test strips that gave the high result, so further troubleshooting was not possible. No product will be returned for eval.